Event description:
It was reported that the client tried to put their existing nail holding screws inside their new nail holding guide and the nail holding screws did not pass through. It was reported that the client ordered 2 new nail holding screws thinking that they were the problem however, it was alleged that the problem may be a faulty guide. It was reported this event happened during surgery where there was a 5 minute delay. It was reported that there was pt involvement.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.